Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) cuff was removed on unknown date and replaced with a new aus on (B)(6) 2019 due to unspecified reason. Additional information received stated that the patient experienced recurring incontinence due to cuff malfunction.